Manufacturer narrative:
The reported failure of faulty oxygen blender module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received a report alleging that a ventilator service required alarm occurred while the ventilator was in patient use. No harm or injury was reported. The device was returned to the manufacturer's asia pacific technical service center for evaluation. Investigation confirmed the reported issue. Review of the downloaded event log identified a service required err_obm_air_flow_sensor_fail error code. Further analysis determined that the root cause of the event was a faulty oxygen blender module (obm). The obm printed circuit assembly (pca) was replaced to correct the condition. During servicing, it was also noted that the pollen filter and ac cord clamp were missing and were replaced. Firmware version 14.2.05 was reloaded. Following completion of repairs, the device successfully passed all functional testing, including the fsa repair test. The device was returned to service. No patient harm or injury was reported in association with this event.